Manufacturer narrative:
Additional device product codes: pml. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon noticed in a post-surgery MRI, that two expedium verse advanced screws were broken in the tip. The tip is located inside the vertebral body. On (B)(6) 2021 a revision surgery was performed. One screw (but not the tip) was removed and another two screws were placed to restore the stability of the implant. The second screw remained implanted, and should not cause problem to the stability of the implant. This report involves one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.5 5.0 x 40mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: no valid lot number was provided or found in the photos, therefore no device history record (DHR) review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received images. The images were reviewed and the complaint condition is confirmed. The expedium verse screw appears to be broken near the tip in the x-rays provided. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.